Event description:
It was reported that upon initially turning the programmer on, it generated an error message indicating that the radio frequency (rf) head be removed and the programmer restarted. This was done but the error did not clear. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that upon initially turning the programmer on it generated an error message indicating that the radio frequency (rf) head be removed and the programmer restarted. This was done, but the error did not clear. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer powered up with a system error. (B)(4) rf (radio frequency) head failed functional test; rf head cable found out of electrical specification (discontinuity/open).